Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Keypad failure - all keypad buttons not work. Sent the unit to ops lab for further investigation (B)(4). Conclusion: customer reported 'keypad not working' was confirmed. Broken silver traces are the main cause of keypad not working. Corrosion was also observed on j10 connector on the display board and also on the display harness. Rework: recommends replacing keypad assembly tc10008458, display board part number tc10010208, sn: (B)(4) and the door harness. Front case assembly was removed and forwarded to qe for further failure investigation. Disposition: route to service for normal process. (B)(4). Replaced door assy with keypad broken silver traces. Replaced corrosion display board. Replaced damaged pins right,left iui, and frame memb. (B)(4).